Manufacturer narrative:
(B)(4). The returned products is not able to be analyzed for the complaint of lead migration as the allegation cannot be confirmed or refuted via laboratory testing.

Event description:
It was reported the patient (B)(4) experienced ineffective stimulation following performing extensive gardening. The lead was found to have migrated and reprogramming was attempted, but unable to provide effective therapy. Surgical intervention was undertaken where the lead was explanted and replaced. The patient reported effective therapy was restored.